Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was recently hospitalized due to diabetic ketoacidosis and emergency dialysis. Blood glucose level at the time of the incident was over 600 mg/dl. Customer was wearing the insulin pump at the time of the incident. Caller also reported that the insulin pump had motor error alarms, but was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.